Event description:
It was reported that customer received a motor error alarm and was not able to clear. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, rewind, basic occlusion, prime test and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during bolus delivery. The reset error test and excessive no delivery alarm tests could not be performed due to the motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a missing end cap sticker and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.